Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported that during an unspecified surgical procedure, it was discovered that the reciprocating saw attachment device seized up while in use with the electric pen drive device. It was also reported that the electric pen drive device was heating up. It was not reported if there were any delays to the planned surgical procedure. A spare device was available for use. The procedure was completed successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not turn, the driving shaft was damaged, the bevel wheel was worn, internal components were severely corroded and the bearings were broken (eccentric cage, lift rod with connecting rod complete). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion during cleaning and improper care, which is also classified as misuse, abuse and/or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.